Manufacturer narrative:
Sections with additional information as of 05-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: partial segments. Root cause: rc-041: user/mechanical stress. Note: manufacturer contacted customer in a follow-up call on 10-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for defective lcd display, stating the true metrix meter was displaying partial characters. Husband is calling on behalf of the customer. Customer stated the lcd screen was not cracked and that it had no physical damage. Customer stated the true metrix meter and not been dropped and nothing heavy had been placed on the screen at any time. During the call, the true metrix meter displayed partial characters on the startup screen. The customer feels well and did not report any symptoms. Customer did not administer any medication based on results, and no medical intervention related to the displayed results was reported.